Event description:
During liposuction procedure, operating room (or) staff smelled smoke from the liposuction machine. It was noted that fat had passed through the tubing to the filter at the outlet of the machine. The machine was turned off and unplugged. The machine was checked by the hospital biomed department. Covers were removed and the machine was checked internally for fluid intrusion but none was found. The machine passed biomed check and no smoke or unusual heating was reported by the technician.